Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) message indicating insufficient negative pressure. No health damage.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter & event site address), g1, g3, g6, h2, h6, h11.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 due to character limit in e1 event site city is (B)(6). A getinge field service engineer (fse) stated the device was replaced with a device with a different serial number and was still in use. As the device will be discarded, it will not be repaired and there is no need to contact the manufacturer.